Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Troubleshooting was performed. Customer state this is not the second occurrence of off no power without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).